Manufacturer narrative:
Reliability analysis inspected 2 opened enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken. Sensor is unable to confirm in said condition due to sensor returned opened. One remaining sensor performed bicarbonate buffer test. Sensor passed per spec with accurate readings.

Event description:
The customer reported via phone call of cal errors from the sensors. The customer's blood glucose reading was 186 mg/dl. The customer stated that he received 2 call errors and a change sensor with his previous sensor. The customer stated that he calibrated the sensor for the first time and received a cal error. The customer was advised to remove and change out the sensor. The customer will be sent replacement sensors.